Event description:
Subsequent to the initial/final medwatch filed, additional information provided as follows: the immediate cause of death is noted as septic shock; the underlying causes are mentioned as pseudomonas aeruginosa and aspiration pneumonia. Among other significant conditions contributing to death were, end stage renal disease, idiopathic thrombocytopenic purpura and pancreatic mass. The investigator considered the event of septic shock as severe in intensity, and not related to the study drug, not related to the study device and not related to study procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the 90% stenosed proximal left anterior descending artery (lad). Predilatation was performed prior to placement of the 3.0x28 mm (B)(4) stent. Postdilatation was performed with a 0% residual stenosis. During the procedure a grade b dissection occurred at the proximal lad that required treatment with an additional non-study stent. The patient was discharged on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.